Manufacturer narrative:
The pump was not returned for investigation. According to the clinical details, pump flow could not go above p4 without triggering suction during the reported psnr event. Optical sensor issue: data log shows a decreasing trend in placement signal for about 2 days. The pump flow had a completely opposite trend, followed by loss of placement signal with active psnr. Flow returned to normal after the placement signal was completely lost on 20-sep, with active psnr for the remainder of the case run. All 5s optical signal parameters were within the specification range during the loss of placement signal. The cause of the optical sensor issue was determined to be sensor wear, based on data log review. Pump suction: suction alarms were noted after the placement signal started to drift, and the pump was not able to achieve higher p-levels than p4 without triggering a suction alarm. Suction alarm #14 characteristic curve alarms began to trigger as the aops trended down toward 0 mmhg. During this time, the motor current (mc) remained stable and within the expected range for the p-level. This occurred because the suction algorithm compares the mcmin values to the placement signal at the same time. Since the placement signal was trending down due to sensor wear, without any change in the mc, the algorithm was tricked into thinking the pump was in diastolic suction. Therefore, the suction alarms were determined to likely be false alarms. The cause of the suction issue was determined to be sensor wear, based on data log review. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical information.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support the device exhibited placement signal issues, suction was above p-4 and the optical sensor was not working. Additionally, an echocardiogram was performed and showed rate controlled atrial fibrillation. No further information was provided. The pump was successfully weaned and explanted, and the patient survived the event.